Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels of 269 mg/dl. The customer delivered a correction bolus to address bg level. Reportedly, the suspected cause of the elevated bg levels was possibly due to the food the customer consumed for breakfast. Recommendation was made to discuss diabetes management with health care provider.